Event description:
Allergic [allergy] ([extremities itchy sensation of]). Just miserable [feeling miserable]. Case narrative: this spontaneous case from united states was received on 19-oct-2017 from the patient. This case concerns a 78 year old female patient who initiated treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after an unknown latency she was allergic and felt just miserable. No previous medications, concomitant medications and past medical history were reported. Patient reported that she was allergic to celebrex and denied allergy to sulpha drug. On an unknown date on (B)(6) 2017, patient received treatment with intra articular hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once for bone on bone arthritis in her right knee. On an unknown date in 2017, after an unknown latency, she had itching of her arms, legs, hands and feet but no truncal itching. She reported it had been "just miserable" and she had been "scratching herself bloody." The hcp also prescribed steroids for this itching which she reported had not helped and that she also saw an allergist who recommended antihistamines and she had been taking them but reported that nothing is "calming it down." She wanted to know what she is allergic to in synvisc and reported that allergist told her that he could get some synvisc and do an allergy test on her arm with it; she reported she was not interested in pursuing that and does not plan to get synvisc again. The patient reported that she experienced itching for 4-5 months after her injection but had no redness or rash. She further mentioned that the itching was away from the hylan g-f 20, sodium hyaluronate corrective treatment: steroids, antihistamines for allergic; not reported for other event. Outcome: unknown for allergic; not recovered for just miserable. Seriousness criteria: required intervention for allergic. A pharmaceutical technical complaint (ptc) was initiated with ptc number: 50041. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 08-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information received on 04-apr-2019 from patient. Event details updated allergic. Clinical course updated. Text amended accordingly. Follow up information received on 19-apr-2019. No new information.

Event description:
This spontaneous case from united states was received on 19-oct-2017 from the patient. This case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and after an unknown latency she was allergic and felt just miserable. No previous medications, concomitant medications and concurrent conditions were reported. Patient reported that she was allergic to celebrex and denied allergy to sulpha drug. On an unknown date in (B)(6) -2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for bone on bone arthritis in her right knee. On an unknown date in 2017, after an unknown latency, she had itching of her arms, legs, hands and feet but no truncal itching. She reported it had been "just miserable" and she had been "scratching herelf bloody." The hcp also prescribed steroids for this itching which she reported had not helped and that she also saw an allergist who recommended antihistamines and she had been taking them but reported that nothing is "calming it down." She wanted to know what she is allergic to in synvisc and reported that allergist told her that he could get some synvisc and do an allergy test on her arm with it; she reported she was not interested in pursuing that and does not plan to get synvisc again. Corrective treatment: steroids, antihistamines for allergic; not reported for other event. Outcome: unknown for both events. Seriousness criteria: required intervention for allergic. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 08-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This spontaneous case from united states was received on 19-oct-2017 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and after an unknown latency she was allergic and felt just miserable no previous medications, concomitant medications and concurrent conditions were reported. Patient reported that she was allergic to celebrex and denied allergy to sulpha drug on an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for bone on bone arthritis in her right knee. On an unknown date in 2017, after an unknown latency, she had itching of her arms, legs, hands and feet but no truncal itching. She reported it had been "just miserable" and she had been "scratching herself bloody." The hcp also prescribed steroids for this itching which she reported had not helped and that she also saw an allergist who recommended antihistamines and she had been taking them but reported that nothing is "calming it down." She wanted to know what she is allergic to in synvisc and reported that allergist told her that he could get some synvisc and do an allergy test on her arm with it; she reported she was not interested in pursuing that and does not plan to get synvisc again. Corrective treatment: steroids, antihistamines for allergic; not reported for other event. Outcome: unknown for both events. Seriousness criteria: required intervention for allergic. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.